Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic got caught in the plunger and wouldn't come out. The doctor had to enlarge the incision and cut the lens out. A backup lens of the same model was implanted with no issue. The patient is doing well.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. The tip of one haptic on each of the optic is torn off and missing. The other two haptics are bent. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.